Manufacturer narrative:
(B)(4). The commander delivery system, fully inserted through the esheath, was returned to edwards lifesciences for evaluation. The balloon shaft was cut to separate the esheath from the delivery system for evaluation. The returned commander delivery system and esheath were visually inspected for any abnormalities. The inspection confirmed a radial inflation balloon burst. All balloon pieces were accounted for on the returned device. The distal end of the balloon appeared inverted. A twist on the crimp balloon was observed. The distal end of the spring appears stretched. No other visual abnormalities were observed. Commander delivery system inflation balloon single wall thickness measurements were taken along the tear in the inflation balloon to ensure that the wall thickness was within specification as a thin wall could contribute to a balloon burst. The recorded dimensional measurements met specification. No relevant functional testing related to balloon burst and withdrawal difficulty through sheath was able to be performed due to the returned condition (tear and separation) of the inflation balloon. However, the complaints for balloon burst and delivery system withdrawal difficulty through sheath were confirmed by visual inspection. A DHR review was performed for the components that are the most relevant to this complaint event. These work orders did not reveal any manufacturing related issues that could have contributed to this reported event. No IFU/ training deficiencies were identified. A review of complaint history for the edwards commander delivery system from october 2015 to september 2016 revealed other returned complaints for the following failure mode: balloon burst. A review of the complaint history reveals that the occurrence rates did not exceed the september 2016 control limits for the trend category of balloon burst. A review of complaint history for the edwards commander delivery system from october 2015 to september 2016 revealed other returned complaints for the following failure mode: delivery system withdrawal difficulty through sheath. A review of the complaint history revealed that the occurrence rates for the commander delivery system did not exceed the september 2016 control limits for the trend category of withdrawal difficulty. During balloon manufacturing, balloon dimensions are 100% inspected for critical drawing specifications, including balloon diameter and wall thickness. During manufacturing, the delivery system underwent multiple 100% inspections. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints for a balloon burst and subsequent delivery system withdrawal difficulty through sheath. The complaints for the balloon burst and delivery system withdrawal difficulty through sheath were confirmed based upon the visual inspection of the returned device. Dimensional analysis of the balloon revealed that the balloon wall thickness was within specification and no manufacturing non-conformances were able to be identified on the returned device. Review of available information (complaint history, lot history, and DHR review) were unable to identify any manufacturing non-conformances. A review of manufacturing mitigations supported that the balloon and the associated delivery system have proper inspections in place to detect issues related to the balloon burst. Per the complaint description, a 29 mm sapien 3 was implanted in a 27 mm aortic freestyle root. Post deployment it appeared that there was moderate to severe pvl (paravalvular leakage) due to possibly low positioning. As a result, a second 29 mm sapien 3 thv was implanted inside the first mal-positioned thv within an existing 27 mm aortic root and the inflation balloon of the second delivery system burst during deployment of thv. The inflation balloon expands during inflation to accommodate implantation of the thv. The inflation of the second delivery system's balloon might have been restricted by first implanted thv and pre-existing aortic root prosthesis. Deploying thv with the same amount of injection volume in a tighter/restricted annulus area may have contributed to the balloon burst reported. Previous complaint evaluations suggested that patient factors (calcification) may have contributed to balloon burst. There is no other patient anatomical information provided for the case. However, a detailed root cause analysis for returned balloon bursts complaints due to patient's anatomy (calcification) has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increase risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicate that they are typically caused by puncture from calcium on the native aortic valve, and a balloon burst increases the possibility of leaving protruding material that can interfere with either the patient's anatomy or the sheath during retrieval. Thus, depending on technique and force used by the physician, it is possible for the balloon to tear further or separate into two or more pieces. Once the inflation balloon burst, it can create difficulties retrieving the delivery system, where the torn inflation balloon may be unable to be retrieved into the tip of the esheath. Balloon burst may have created increased resistance during withdrawal. In addition, tortuous or calcified access vessels can also cause non-axial retrieval angles, which can aggravate any difficulties experienced with delivery system retrieval. Patient anatomical information related to access vessel is not made available for this case. Available information suggests that the patient anatomy (calcification and other implanted devices) may have contributed to the reported events. For both complaints, no manufacturing non-conformances and no labeling, training, or IFU deficiencies were identified. As a result, no preventative or corrective actions are required. Since no product non-conformances were able to be confirmed and the occurrence rates do not exceed the complaint control limits, no product risk assessment (pra) escalation is required. The complaint for balloon burst was confirmed, and no manufacturing non-conformance or IFU/training deficiency was identified. Review of complaint history revealed similar confirmed complaints. It can be speculated that the root cause is related to the rationale outlined in the related technical summary. There is no indication of increasing trend that surpasses control limits for this trend category, therefore, no corrective or preventative action is required at this time. The complaint for withdrawal difficulty through sheath was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that the reported balloon burst may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the september 2016 control limits for this trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
(B)(4).

Event description:
Post deployment, of a second sapien 3 valve, the delivery system balloon burst during deployment, and surgical cutdown was required to remove the system. A 29mm sapien 3 implanted in a 27mm non-edwards bioprothesis, it appeared that there was moderate to severe pvl due to possibly low positioning. The valve landed 40:60 aortic/ventricular. The team then decided to implant a second 29mm sapien 3 more aortic. As the team was inflating the second delivery system balloon the balloon burst. The team then pulled the delivery system back into the sheath. The distal portion of the balloon was unable to be pulled into the sheath. Thus, the team removed the sheath and delivery system together from the vessel via cut down. The end result of implanting the second valve was mild pvl. Patient was stable throughout the procedure. The team believes that the balloon most likely burst due to the true ID of the aortic freestyle root being 25mm plus implanting a second valve within the sapien 3 resulting in constrained expansion of the 29mm commander delivery system. The image intensifier angle (iia) was considered poor.